Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture and seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: pain and symptoms consistent with capsular contracture (baker grade iii or IV) and pain ¿hard uncomfortable,¿ ¿like two oranges,¿ ¿I can¿t lie on my stomach (due to pain)", symptoms consistent with seroma or rupture ¿fluidy feeling on top,¿ ¿keeps getting more (sic) squishier. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported left side pain and symptoms consistent with capsular contracture (baker grade iii or IV) and pain ¿hard uncomfortable,¿ ¿like two oranges,¿ ¿I can¿t lie on my stomach (due to pain)", symptoms consistent with seroma or rupture ¿fluidy feeling on top,¿ ¿keeps getting more (sic) squishier. Device remains implanted.